Event description:
The customer stated that the cell-dyn 1800 analyzer generated erratic hemoglobin (hgb) results. An initial hgb result of 8.8 g/dl was generated. The sample was repeated about 70 minutes later and was 10.0 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
The customer submitted the instrument results. The results submitted showed dispersional data alerts for rbc as well as hgb with some calculated parameters out of range as well. A field service representative (fsr) was sent to the account and resolved the issue by replacement of a barbed elbow fitting and silicon tubing as these items were clogged/obstructed. Labelling: the cell-dyn 1800 system operator's manual (07h80-01, rev d), on page 3-25 recommends the operator follow the laboratory's review criteria when diversional data alerts occur, troubleshooting for unreliable patient results on page 10-43 recommends contacting abbott after checking precision and controls. Complaint trending: in addition the complaint analysis and trending system (cats) and trending analysis support system (tass) reports were reviewed and no adverse trends were identified for this issue. This is the final report.